Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens). It was reported that the patient stated that she felt like she was not emptying completely after she voided. Patient also stated her controller was not able to find her device, but the controller was rebooted, and it was working. Stim was increased as a diagnostic/troubleshooting attempt. Follow up information was received, and the rep reported that the patient was not emptying completely. No further symptoms reported. No device complication reported/anticipated.